Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
A decrease in shock impedance was reported on homemonitoring. Shock impedance dropped below 25 ohms twice. All other values within range with no noise evident. Lead currently remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.